Event description:
Boston scientific received information that durng the implant procedure, this right ventricular (rv) lead exhbited impedance measurements greater than 2000 ohms. As a result, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.